Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: method code was updated to 10 and 4109. H6: results code was updated to 180. H6: conclusions code was updated to 4310. H10: narrative/data was updated. The reported device was received for evaluation. The reported condition of disengaged driver was not confirmed. Visual inspection of the as returned driver tip identified signs of use; the device was in good condition. Functional testing of the returned driver tip was performed using an applicable in-house implant. DHR review could not be performed since the lot number associated to the item was not provided. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Lot number is not provided / unknown. Initial reporter¿s email address are not provided / unknown.

Event description:
Doctor reports that the driver iipdts disengaged from the implant at the moment of placement. Doctor used another instrument placing the implant in the same procedure.